Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to diabetic ketoacidosis, hyperglycemia, on (B)(6) 2020 with 251 mg/dl blood glucose level. Customer was treated with intravenous fluids, electrolytes, muscle relaxants, pain killers and insulin in hospital. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because their blood glucose level did not going down even after delivering correction bolus. The customer was used auto mode feature. The reservoir will not be and insulin pump will be returned for analysis.